Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter cartridge was replaced to resolve the smoke/haze and odor/smells issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze and odor/smells issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze and odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not returned for evaluation as it was contaminated with oil. The assignable cause of the smoke/haze and odor/smells issue is the oil mist filter cartridge. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a smoke or haze and odor or smell emitting from their sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was informed to turn the unit off, to discontinue use and avoid working in the room until the unit was serviced, and to follow their facilities policies and procedures. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.